Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the home patient had improperly disconnected from the set during therapy. The patient later reconnected to the patient line following the alarm to continue therapy. Proper procedures were reviewed and the caregiver planned to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.